Event description:
Baxter reports, "the patient needed to replace the transfer set because of leaks of the peritoneal dialysis fluid through the tubing, due to broken occluder feet. The reported transfer set was placed in 04/2005." There was no pt injury or medical intervention associated with this incident according to baxter.